Event description:
The pt's wife reported on (B)(6) 2013 when the pt initially connected to the cycler for treatment, the cycler started draining blood. On (B)(6) 2013, during a f/u conversation with the pt's pd nurse, it was reported the pt was subsequently hospitalized on (B)(6) 2013 in which he later expired (date unspecified). The nurse reported the pt's cause of death was unrelated to his use of the cycler and was reported to be cardiac related. On (B)(6) 2013 medical records were received which indicated upon admission to the hosp the pt was diagnosed with severe peritonitis, blood loss and extensive cardiovascular issues. The cause of the blood loss was undetermined but the pt was treated with a blood transfusion. The pt's prognosis was not favorable and treatment notes indicated the pt might expire while awaiting treatment and/or as a result of the recommended heart catheterization and graft.

Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial reporter. This MDR includes all info received to date. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept's physician is in the process of reviewing pt's medical records and treatment data info regarding the reported event. A supplemental report will be submitted upon completion of the plant's investigation and physician's final review.